Event description:
It was reported that a patient presented remotely via merlin.net. The patient's right ventricular (rv) lead was oversensing noise. The patient was asymptomatic. No intervention performed. The patient was stable throughout.